Event description:
Additional information was received that pptwo episodes continued. Technical support was contacted and additional reprogramming recommendations were provided. No further intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) was detected on the device. Technical support was contacted to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device.